Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the lpi impactor handle. The handle broke when impacting the femoral. It was a clean break at the weakest part of the handle. This did not cause a delay to surgery. The patient is fine. The rep was present at the time of surgery. No pieces fell into the site. No additional information has been made available.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. The device was available for analysis. Findings: it was reported from the field that the lpi impactor handle broke during impaction of the femoral component. Per (B)(4), a review of the lpi impactor handles (213-65-00) cited in complaints for broken or cracked handles showed a consistent failure mode. A review of the device order history did not show a trend in those lots with complaint devices, nor did a review of design changes show changes made to the design which could contribute to the complaint. The overall occurrence for broken or cracked plastic handles is low. Similar devices also have low occurrence for broken or cracked handles. Refer to (B)(4) for additional details. Most likely underlying cause/root cause: per (B)(4), the broken lpi impactor handle reported in (B)(4) was likely the result of the high impaction forces required during implant surgeries. Corrective action taken: (B)(4) determined that due to the low rate of occurrence, field action is not required at this time. Exactech will continue to track and trend failures of this nature and will escalate the issue as required by sop (B)(4) (complaint handling) and sop (B)(4) (corrective and preventative actions). IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. No parts or pieces of the fractured device fell into the surgical site. Per (B)(4), the broken lpi impactor handle reported was likely the result of the high impaction forces required during implant surgeries.